Event description:
It was reported that two days post an ultrasound-guided left lower abdominal cavity-left retroperitoneal abscess drainage catheter placement, the drainage tube was allegedly found to be broken. It was further reported that the drainage tube interface allegedly began to extravasate after the clinician changed the dressing twice. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows complete fracture of the catheter hub. Therefore, the investigation is confirmed for the reported catheter hub fracture, leakage from the broken part and the identified material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two days post an ultrasound-guided left lower abdominal cavity-left retroperitoneal abscess drainage catheter placement, the drainage tube was allegedly found to be broken. It was further reported that drainage tube interface began to extravasate after the clinician changed the dressing twice. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.